Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 76-year-old female underwent high-risk percutaneous coronary intervention with impella cp support via percutaneous left femoral arterial access on (B)(6) 2026 at 09:28, with a pre-support clinical status consistent with scai shock stage b. The impella cp pump (sn (B)(6)) was inserted without reported complication. Post-implant, the patient initially had a dopplerable distal pulse in the accessed lower extremity. During support, the patient experienced an increase in vasopressor requirements, after which the bedside nurse was unable to doppler the distal pedal pulse, and the affected lower extremity appeared pale, indicating suspected limb ischemia diagnosed by color change. The ischemia onset was reported during or after repositioning unit insertion. The managing physician made the decision to explant the impella cp due to concern for limb ischemia, and the device was removed on (B)(6) 2026 at 15:39. Whether ischemia resolved following explant and whether anticoagulation targets were maintained are unknown. The patient survived to explant. Ischemia may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.